Event description:
It was reported the customer was unable to prime their infusion set. Customer stated they have attempted to prime three times, but failed. The customer also reported they were unable to manually prime the infusion set. Customer's blood glucose was unknown. The customer also declined to troubleshoot for a past no delivery alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.